Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address disassociation.

Manufacturer narrative:
The acetabular cup associated with this report was not returned. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. In addition, device manufacturing records have been reviewed and no related deviations or anomalies were identified. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Added: event/problem description; explant date. Depuy still considers this investigation closed.

Event description:
Update received 11/22/2016. The sales rep has reported the revision of the acetabular cup due to an additional disassociation.